Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of the scope cover packing and plastic distal end cover the water tightness was lost, the air/water cylinder and suction cylinder had no color, the switch box had a stain, the plug unit had a crack, the scope connector case unit and objective lens had a crack, the scope connector cover unit and the circuit board unit in the suction connector had corrosion due to water leakage, due to a chip on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the image guide protector was damaged, the air/water cylinder had foreign objects, the light guide lens and universal cord had corrosion, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope's bowden cable was broken. The device was returned for evaluation. During the device evaluation, the following was found: the air/water tube and jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. B5, h4, and h6 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over eight years since the subject device was manufactured. Based on the results of the investigation, the foreign materials most likely remained in the device because reprocessing could not be conducted properly due to leakage from the scope cover/plastic distal end cover. However, the root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
There was also foreign material found in the air/water cylinder.